Event description:
It was reported that this device was explanted for a product performance issue. The subcutaneous device was implanted for less than seven years. It was successfully replaced with a transvenous device. There were no additional adverse patient effects.